Event description:
Boston scientific received information that, at a normal follow-up in (B)(6) 2011, this pacemaker displayed a longevity of greater than one year. At the most recent follow-up in (B)(6) 2011, this pacemaker displayed a warning message that the device had reached end of life (eol). There was concern the battery depleted earlier than expected. The decision was made to replace this pacemaker within the near future. There were no adverse patient effects reported. Subsequently, boston scientific technical services (ts) reviewed printouts. Ts discussed that the battery status in (B)(6) 2011 was good with a longevity of one year remaining. This device, however, reached eol in (B)(6) 2011. It was observed the ventricular pacing output was relatively high. Ts suggested a more intensified follow-up schedule.

Manufacturer narrative:
Once this pacemaker is explanted and replaced, it will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Subsequently, this pacemaker was returned to boston scientific.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.